Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the patient parameters (pp) pcb assembly, as well as completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed pp pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u5.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and non-critical event codes in the memory. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would reset by itself during the boot-up cycle. As a result, defibrillation therapy may not be possible.